Event description:
On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type IV and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility, bleeding and abscess. No further patient complications were reported.